Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m90g8y. The analysis results found that the er320 device was returned partially cycled with a clip partially formed in the jaws. The clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. The device was disassembled in order to evaluate the condition of the internal components and upon disassembling, the latch was found to be broken which suggest that a lockout premature occurred and led to the reported incident. However, no conclusion could be reached as to what may have caused the premature lockout. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was reported to the sales rep that a device was opened. The surgeon closed, and upon attempting to fire the device it reportedly "jammed." Another like device was used to complete the procedure. There were no adverse consequences for the patient.